Event description:
It was reported that during use with bd vacutainer® 9nc 0.129m plus blood collection tubes the tube overfilled. The patient was re-collected. The following information was provided by the initial reporter: customer reports a constant overfill issue on lot#: 2321331.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® 9nc 0.129m plus blood collection tubes the tube overfilled. The patient was re-collected. The following information was provided by the initial reporter: customer reports a constant overfill issue on lot#: 2321331.

Manufacturer narrative:
H6: investigation summary: bd received 4 samples and 1 photo from the customer in support of this complaint. The photo was evaluated and does not show the customer¿s failure mode. The 4 customer samples, along with 10 retention samples from the bd inventory, were functionally tested and all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample, photo, or retention testing provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.